Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had some adjustments made to their ins to help resolve the shocking down their legs. The patient also had some retraining on their unit to make sure they were using it correctly. The issue has since been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for spinal pain. The caller reported that about a month ago, the patient was having problems where they had to reset their device because they were having constant shocks going down their legs, and a very hot flush feeling going up their spine. They stated that this issue has happened twice before in the past and is happening currently. The caller mentioned that they took the battery out of the controller to reset the device, which seemed to help at the time, but is no longer helping. They stated that the batteries are constantly recharged and both devices are at 100%. Patient services had the caller turn the device off, but the patient was still having shocking. They added that the patient was also still feeling pain after they turned stimulation off. The caller mentioned that when this happened before in february, the patient went to the hospital. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.